Event description:
During a transapical tavr procedure the balloon ruptured at peak inflation due to a severely calcified stj. The balloon was withdrawn and got caught in the sheath. Using rapid ventricular pacing, the sheath was removed and exchanged for a new transapical ascendra sheath. The balloon material had torn and the entire balloon was retrieved, confirming that it had gotten stuck in the valve housing where the bleed back valve was located. Because of the extent of calcification the patient had demonstrated throughout her body, it was felt that likely there was some area of calcium that was rupturing the balloon.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. There was moderate paravalvular leak (pvl), after deployment of the valve; this event is reported under report number 2015691-2013-20115. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, the root cause of the event was indicated as likely due to the severe calcification in the patients stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.